Event description:
We are seeing an issue with the mobile power unit that is used with both the heartmate ii (2) and the heartmate iii (3) lvad. This unit is essentially an a/c adaptor that patients plug into at night or while they are at home. The issue that we are seeing is a difficult connection on the power cord between the wall and the unit. Patients are thinking that the cord is fully inserted, when in reality it is not. The cord is then loose in its housing and 'wiggles' easily. This is causing very short and intermittent power disconnect alarms. Sometimes the connection is only lost for only a fraction of a second and alarms are not triggered but we see the issue in the controller history. Other times the connection is lost for a few seconds, causing an alarm and waking up the patient. This has happened to three patients, possibly a fourth. There was no harm to any of the patients. There is not exactly an immediate threat of harm to the patients because their controllers have an internal backup battery that takes over and runs their pump. However, this shouldn't be happening and we don't want the patients to rely on their internal backup battery. (The internal battery will only run their pump for /- 30 minutes). Manufacturer response for lvad mobile power unit, lvad mobile power unit (per site reporter): unknown.